Event description:
A patient reports while activating a pod, upon removal of the needle guard the cannula had deployed early. The patients reported blood glucose level was 154 mg/dl. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.